Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient came in emergently for initial implant which consisted of a bifurcated stent, suprarenal aortic extension, infrarenal aortic extension, and a limb extension on (B)(6) 2012. A follow up computed tomography (CT) revealed a type 3a endoleak where the aortic extension had separated from the main body. The physician elected to explant the device. Patient is in stable condition.

Manufacturer narrative:
Additional information confirmed from medical review computed tomography that the patient had an endoleak 3a.